Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain sensor readings. The customer reported symptoms of nausea and sweating. The customer was treated by a non-healthcare provider (non-hcp) who gave the customer oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) been returned and investigated. The sensor plug was not properly seated; and no physical damage observed on sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Performed visual inspection of the sensor plug and broken snaps were observed. The broken snap causes poor connection between the rubber contacts and printed circuit board (pcb) contacts, which may cause the sensor plug to be unable to form a proper seal. Therefore, this issue is confirmed to broken snap. An extended investigation has also been performed on the sensor plug and observed that the snaps were broken off, causing improper seating of the plug in the mount. This resulting in a poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal. Therefore, the issue is confirmed to a broken side snap. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation all pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain sensor readings. The customer reported symptoms of nausea and sweating. The customer was treated by a non-healthcare provider (non-hcp) who gave the customer oral glucose. There was no report of death or permanent impairment associated with this event.